Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. Vessel morphology was reported as severely calcified and moderately tortuous iliac arteries. It was reported that the patient was not an open surgical repair candidate. During the advancement of the stent graft to the intended landing zone, the iliac artery was perforated. The physician placed an aneurx iliac limb 141485 to cover the perforation. Due to the patient's severely calcified and moderately tortuous vessels, the physician was unable to place a bifurcated stent graft. Since the patient was not a good surgical candidate, the patient was closed and no further treatment was performed. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.